Event description:
Healthcare professional reported pain, rupture, deformation and capsular contracture baker grade ii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as unidentified ( tear) opening. (Shell thickness was within specification). Pain, visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted."

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Deformation: it¿s not possible to see a profile in the photo of the device, is a technical defect. It¿s need review the device in the laboratory. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported pain, rupture, deformation and capsular contracture baker grade ii. Devices has been explanted. This relates to the left side.